Event description:
Reporter alleged obtaining a discrepant blood glucose result of 441 mg/dl on his aviva system compared to the doctor's measurement of 101 mg/dl when tests were performed within 10 minutes during a routine appointment. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.